Manufacturer narrative:
Na.

Event description:
The customer's coaguchek xs (serial number (B)(4)) read 8.0 inr at 10:13 am on (B)(6) 2015. He went straight to the doctor's office to get his inr tested after the reading of 8.0 inr. The doctor's coaguchek meter reading was 2.4 inr at 11 am on (B)(6) 2015. A new finger was used for both tests. He last took his coumadin at 7 pm on (B)(6) 2015. The customer did not receive any treatment. The last time the customer used his meter before this comparison was on (B)(6) 2015 and the reading was 2.0 inr. There was no adverse event and he feels okay now. The customer is not on heparin or direct thrombin inhibitors. The customer does not have any antiphospholipid antibodies. Customer's therapeutic range is 2-3 inr. He was not eating any special or unusual diet. The suspect product was requested to be returned. Replacement product was sent to the customer.

Manufacturer narrative:
The customer did not return any strips for testing. The relevant retention test strips (lot 20205121) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80) at roche (B)(4). No error messages occurred. The retention samples were acceptable. The strips were not returned.